Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said their symptoms started to return 4-5 weeks ago. Patient' feet were swollen and urine was brownish. Patient was tested and didn't have a uti. Yesterday when the patient cathed they got 1000 cc and today they got 1500cc. Agent did not ask about the circumstances that led to the reported issue. The patient's son called to ask additional questions about interstim therapy theory and use. Patient services reviewed information. The caller also reported the patient had a fall and some other health issues and about a month ago noticed swelling and the patient's doctor put them on lasix and a diuretic to get the swelling down. Patient has seen a local urologist who is not interstim trained. This doctor determined patient was retaining fluid in their bladder. They are trying to get the patient to self cath but patient is having difficulty managing it. Emailed interstim physician listings to caller. Transferred caller to sunmed as they asked for status update on the replacement programmer. No device issues were reported.